Event description:
Patient status post correction multiple forefoot deformities (B)(6) 2024. Patient was noted on postoperative x-rays in the office to have a retained suture needle in the plantar aspect of the second toe. Based on ongoing pain, swelling and inflammation of the second toe, it was decided to return to the operation room with irrigation debridement with removal of foreign body. Pathology report of retained object measures 0.8 centimeter. Suture needles used in case were 1.9 centimeter or greater in length. All counts correct during case on (B)(6) 2024. Suspect this is a part of a suture needle. The specimen consist of a 0.8cm in length by 0.1cm in diameter metallic foreign body.